Manufacturer narrative:
A complaint was received involving a circumcision clamp that reportedly caused a small cut to the foreskin during use. No long-term complications or serious injury have been reported. The device has not been returned for evaluation; therefore, the root cause of the event cannot be determined at this time. Follow-up activities are ongoing to obtain the device and additional information related to the event.

Event description:
I recently ordered 5 new gomco 1.1 circumcision devices at the end of (B)(6). They were placed in rotation last week and I had a physician to use two of them and reported that both times, the device caused a small cut to the foreskin while in use.